Manufacturer narrative:
Subsequent to the initial report, we were informed that the patient had died. The patient's mother stated that the cause of death was related to a tumor. There was no indication that the patient's death was related to a malfunction of the valve. It was also communicated that the device would not be available for evaluation. Complaint sample was not returned to codman and no lot or product number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened and the respective evaluation will be performed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Subsequent to the initial report, the patients mother stated that the patient had died. It was reported that the cause of death was related to a tumor. There was no indication that a failure of the device was suspected to have contributed to the patient's death.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Dear ladies and gentlemen, I am writing from (B)(6). My son, ((B)(6)) has a codman vertas plus programmable valve since last friday and he feels really bad. The only position without headache is while he is lying. Before changing to your product he had a self adjusting valve miethke gav shunt (B)(4). This was with a pressure range horizontal 5 cm h2o, vertical 30 cm h2o . The result was an over drainage. The codman vertas plus programmable is now on position 5 which means 145 mmh20. Since the change to this valve everything is worse. Could it be the wrong choice of valve or the wrong setting? I am very worried. May be they have made a mistake in the hospital? What would be the setting the receive the same pressure as with the old valve? Thank your very much for a quick answer.